Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (cr-s) results generated by the unicel dxc 600 pro synchron clinical systems.the initial cr-s results of "<0.3mg/dl" were reported out of the lab for three (3) samples.after hardware correction, the customer reran the specimens and results were: 1.41, 0.38, and 1.37mg/dl.corrected reports have been issued.unknown if treatment was initiated or withheld.

Manufacturer narrative:
The instrument began suppressing results with a "no reagent detected at sample inject" error flag.there was a loose fitting on the reagent probe and customer fixed it, and then reran samples run prior to the error.service was not dispatched for this event.the root cause for this event was a loose fitting on the reagent probe.